Manufacturer narrative:
The pump was received stuck in a motor error alarm loop during the bolus delivery and a motor position encoder error alarm was confirmed in the history file. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during testing. Unable to perform the occlusion test or unexpected restart error tests due to the motor error alarms. Unable to confirm the excessive no delivery, motion sensor, or external flash error alarms due to the motor error alarms. The pump passed the displacement, rewind, basic occlusion, prime, self test, and all operating currents tested within the specification range and passed the off no power alarm tests. The pump was monitored and tested with no check settings alarms. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer reported that they found motion sensor test failure alarm and a motor position encoder error alarm in the alarm history. The customer mentioned no delivery alarm. The customer's blood glucose was 160 mg/dl at the time of incident. The customer stated that the drive support cap appeared normal. The customer stated that they were able to rewind the insulin pump. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer performed fixed prime and the insulin pump did not alarm no delivery. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.